Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the ilet operated in bg run mode due to a cgm pairing issue; the user did not announce dinner during the sensor outage initially, later received education on bg run mode meal announcements, and subsequently re-established cgm connectivity, with reported readings up to 587 mg/dl. Symptoms included thirst and nausea. Outcomes included no use of backup therapy, no ketone testing, no outside assistance, and no medical intervention, with blood glucose later reported as stabilized. Investigation included product support troubleshooting and user education regarding bg run mode duration and meal announcements. Investigation of this case revealed an unclear root cause for the hyperglycemia, with contributing factors including interrupted cgm connectivity and missed meal announcement while in bg run mode; infusion set was an inset 23-inch. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.